Event description:
The next morning after a statlock was put on a pt, the nurse found the plastic retainer had come off the pad causing minimal skin tear underneath of the area where the retainer had been. The rest of thr anchor pad remained adhered to the skin. The pt had been heavily sedated and delirious, but calm.